Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the patient was hospitalized with shortness of breath. It was reported that on (B)(6) 2018, one mitraclip was implanted in a patient with severe mitral regurgitation (mr), reducing the mr to mild. On (B)(6) 2018, the patient was admitted to the hospital for shortness of breath on mild exertion. Reportedly, the patient was exposed to smoke from an apartment fire on (B)(6) 2018 which the patient suggested could be the source for agitated breathing. The patient was anemic and 1 unit of packed red blood cells were provided. The patient's hemoglobin has returned to baseline and the patient is being monitored for pneumonia. An echocardiogram was performed and the implanted mitraclip remained stable and well seated on the leaflets. Reportedly, the pneumonia and anemia were unrelated to the mitraclip. Per study physician, the shortness of breath requiring hospitalization was possibly related to the mitraclip device. There was no additional information provide regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although the case details state that the dyspnea requiring hospitalization was possibly related to the mitraclip device, there is not adequate evidence available to confirm this since the mitraclip was reported to be stable and well seated. Based on this information, a definitive cause for the reported dyspnea cannot be determined. Although a conclusive cause for the reported patient effect of dyspnea and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported hospitalization was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on 01/22/2018 and on 02/13/2018, follow-up echocardiograms were performed and mild mr was noted. On (B)(6) 2018, the patient was admitted for heart failure in addition. To the shortness of breath. On (B)(6) 2018, the patient arrived to the emergency department with shortness of breath with difficulty breathing. Reportedly, her symptoms began after eating a salty meal and she was on home oxygen. Her electrocardiogram (EKG) was without change from previous EKG, and her troponin was stable. Anti-hypertensive medications were re-started and torsemide was provided. The patient was discharged with a follow-up scheduled. Per physician, this event was possibly related to the mitraclip device.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although the case details state that the dyspnea requiring hospitalization was possibly related to the mitraclip device, there is not adequate evidence available to confirm this since the mitraclip was reported to be stable and well seated. Based on this information, a definitive cause for the reported dypsnea and worsening heart failure cannot be determined. Although a conclusive cause for the reported patient effects of dyspnea and worsening heart failure and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.